Manufacturer narrative:
(B)(4). Fan repaired; printed circuit board (pcb) replaced; and software uploaded. All performed tests passed per manufacturer's specifications.

Event description:
It was reported that there was a loss of communication without any alarms. There is no reported patient involvement or harm associated with this event.